Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient went to the hospital to check the device. The device sensing vector was then reprogrammed from alternate to the primary vector. Shortly after the reprogramming, there was another inappropriate shock which accelerated the rhythm. The device gave several shocks which did not convert the arrhythmia. The patient was eventually stabilized. A magnet was applied, and the system was programmed off. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the event text for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that the entire sicd system has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient went to the hospital to check the device. The device sensing vector was then reprogrammed from alternate to the primary vector. Shortly after the reprogramming, there was another inappropriate shock which accelerated the rhythm. The device gave several shocks which did not convert the arrhythmia. The patient was eventually stabilized. A magnet was applied, and the system was programmed off. There were no additional adverse patient effects. The system remains implanted.